Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a blank display, a battery out limit alarm, and a prime rewind anomaly. The customer's blood glucose level was unknown. The customer performed the self-test and it passed. The customer did not feel the device was working as designed and would call back to have it replaced. Nothing was replaced or returned.